Event description:
This report is a summary of four (4) malfunction events. A review of the event(s) involved a device experiencing a broken hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, no conclusion could be drawn against the allegation.